Event description:
It was reported that a patient tried to adjust his stimulation but all the lights on the back of his controller are blinking. For the past 2-3 days the patient was feeling more back pain and his left leg was numb. Loss of therapeutic effect reported. The last time the patient's leg felt numb was when he was first implanted and his programming was not set correctly. Patient was afraid his implantable neurostimulator (ins) battery was dying. Patient had an appointment set for (B)(6) 2013 with their health care professional. It was reported that a patient had no stimulation sensation. The programmer battery was replaced but did not solve the problem. Patient increased his stimulation but still did not feel any stimulation. The patient had his original ins implanted in (B)(6) 2001 and that was replaced in (B)(6) 2009. Device was "wired" for a broken neck.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient; product ID: 7434a, serial# (B)(4), product type: programmer, patient; product ID: 7495-35, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID: 3487a, lot# l77386, implanted: (B)(6) 2000, product type: lead; product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. (B)(4).